Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021. Customer's blood glucose reading at the time of incident was 500 mg/dl. An emergency medical service was dispatched to the customer due to hyperglycemia. The customer was treated with manual injections for high blood glucose. Customer's current blood glucose value was unknown mg/dl. The customer experienced symptoms related to high blood glucose like lethargy, chest pain and felt sick or unwell. The customer was using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.